Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing using the returned battery without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found no evidence of the report. No event date was provided by the customer, however, there was one event where the device was powered on in clinical mode and then manually powered off via button press two times. The device was recertified and returned to the customer. No trend is associated with reports of this type.